Event description:
In 2000, the international distributor informed the MFR via a faxed report of the following: while checking inspecting the product, the packaging of two (2) of the devices was noted to be broken. The customer requested a credit be issued for the devices in question. The devices are scheduled to be returned to the MFR for eval. No further details were provided at this time.